Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 200124. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality engineer team was unable to complete a thorough sample analysis. Regrettably, with the limited information available, we are unable to identify an exact cause related to the manufacturing process for this reported incident.

Event description:
It was reported that bd needle 21ga 1-1/2in needle was defective. The following information was provided by the initial reporter: a pharmacist reported that a patient returned the product to the pharmacy saying that both units she got had a defective needle (both from same batch).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd needle 21ga 1-1/2in needle was defective. The following information was provided by the initial reporter: a pharmacist reported that a patient returned the product to the pharmacy saying that both units she got had a defective needle (both from same batch).